Event description:
The patient was reported by the fire department to be pulseless, unresponsive, and apneic. Several therapies were aborted due to an output current detection alert. External defibrillation was used and the patient's arrhythmia was successfully converted. Low impedance was observed via review of strips and undersensing was noted. No further information is available.

Event description:
New information received notes that the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.